Event description:
The customer reported to olympus, the evis exera iii video system center power switch could not be pushed, power button was broken and stuck inside the unit. The issue was found during preparation for use. The intended procedure was completed with a different functional unit causing a delay (unknown). There were no other devices connected to the subject device. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue was confirmed. The power does not turn on due to a broken power switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the power will not be turned on due to a power switch failure. This phenomenon resulted in a delay due to replacement with another unit, but there was no damage to the patient. No further information could be obtained, therefore, the cause could not be conclusively determined. Olympus will continue to monitor the field performance of this device.